Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states they cannot get the device to work or charge and they were at facility yesterday and they said to call. Caller states keeps seeing no device found and doesn't connect. Caller states hasn't used device since dec and agent tried to clarify if just didn't need it. Caller states they charged up the controller but need to charge ins. Agent walked pt through using equipment and how to charge, agent walked pt through resetting equipment and after reset confirmed blinking green light and agent reviewed how to charge and caller was seeing excellent after some troubleshooting however states she hates to have her dad sit there that long and would like him moving around and agent reviewed might change as far as connection in which this did during call and caller could not get recharging excellent again during call. Caller was not able to charge again during the call. Caller states the patient is tired and they are going to stop trying to charge for now. Caller mentioned this device is too much for him and hard to charge when tired and with a colostomy bag, etc. Additional information from the patient indicated that they were not able to charge because they were in the hospital from (B)(6) until (B)(6). They stated that they spent 30 minutes on the phone with a manufacturing representative (rep) walking through the charging process. The patient stated that the issue was not resolved. They mentioned that they requested a device that did not need to be recharged, or anything available that they could plug into an outlet.